Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported, the insulin pump alarmed motor error and the device was damaged where the reservoir screws in. Customer's blood glucose was 543 mg/dl. The alarm occurred during bolus. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was unable to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. Troubleshooting for the damage was also performed. Customer's mother stated a chip was missing from the reservoir compartment and was unaware how damage occurred. No further information reported.